Event description:
It was reported that during aveir leadless pacemaker implant procedure, poor electrical values were noted. Upon repositioning, it was noted that the patient had sustained ventricular tachycardia/fibrillation and the patient's vitals became unstable. The procedure was abandoned, and external defibrillation was performed. It was noted that the patient deceased. There were no allegations from the physician that the implant procedure directly caused the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the leadless pacemaker exhibited high capture threshold upon fixation, which required repositioning at the time of the procedure.